Event description:
The patient was admitted for an elective coronary angiogram. The target lesion was the proximal and mid left anterior descending artery. The target lesion was a de novo, eccentric, diffucse and expanded lesion due to the plaque pushing outwards. Aha/acc classification of the vessel was a type c. The lesion length was 30mm and the vessel diameter was 3.0mm. Pre-dilation was conducted with a balloon (3.0/15mm) at 8atm for 15 seconds. Post-dilation was not conducted. There was an untreated lesion proximal to the cypher stent, but due to the lesion being the left main artery and it was soft plaque lesion, it was not treated. Ivus was not conducted. Timi flow before the procedure was 3 and 3 after the procedure. The residual % of stenosis after the procedure was 0%. Act was not measured. Six hours after the procedure, the patient complained of chest pain. Coronary angiogram was conducted and thrombus was observed in the implanted cypher stent. To treat the thrombus, poba and aspiration was conducted. Then, because there was a lesion distal to the previously implanted cypher stnet implanted at the proximal and mid left anterior descending artery. A cypher (3.0/13mm) stent was implanted at the proximal and mid left anterior descending overlapping it. Then a cypher stent (3.5/23mm) was implanted proximal to the cypher implanted at the proximal and mid left anterior descending artery or overlapping it because there was lesion proximal. Physician's comment: the probable cause of the thrombotic event was because the lesion proximal to the cypher stent was not treated.